Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)'), rheumatoid arthritis ('rheumatoid arthritis'), cardiac failure congestive ('congestive heart failure'), renal failure ('kidney failure') and sepsis ('infection (other) describe: became septic') in an adult female patient who had essure (batch no. 946767) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included allergic rhinitis, reflux esophagitis, dysfunctional uterine bleeding and soreness breast. Concomitant products included alprazolam (xanax), celecoxib (celexa), ethinylestradiol;ferrous fumarate;norethisterone (generess fe) and zolpidem tartrate (ambien). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), cardiac failure congestive (seriousness criterion medically significant), renal failure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), pruritus ("rashes or skin conditions type: constant itching skin and scalp"), vaginal discharge ("vaginal discharge"), fibromyalgia ("fibromyalgia"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder probs."), gingival recession ("dental problems: receding gums"), migraine ("migraine"), headache ("headache"), vision blurred ("vision/eye problems type: blurred vision"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), pyrexia ("fever"), procedural complication ("ablation with complications"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), sepsis (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: anxiety"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), feeling abnormal ("neurological conditions or problems type: brain fog"), amnesia ("memory loss"), allergy to metals ("nickel allergy"), tooth fracture ("dental problems: broken tooth"), hypersensitivity ("allergic or hypersensitivity reaction"), arthralgia ("hips pain/knees pain/elbows pain") and pain in extremity ("hands pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral) and ablation in 2016). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, rheumatoid arthritis, cardiac failure congestive, renal failure, abdominal pain, dysmenorrhoea, pruritus, vaginal discharge, fibromyalgia, depression, bladder disorder, gingival recession, migraine, headache, vision blurred, weight increased, nausea, fatigue, alopecia, pyrexia, procedural complication, genital haemorrhage, vaginal haemorrhage, sepsis, anxiety, urinary incontinence, allergy to metals, tooth fracture and hypersensitivity outcome was unknown and the feeling abnormal, amnesia, arthralgia and pain in extremity was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, bladder disorder, cardiac failure congestive, depression, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, gingival recession, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, procedural complication, pruritus, pyrexia, renal failure, rheumatoid arthritis, sepsis, tooth fracture, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: received treatment for menorrhagia. Current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Lot number: 946767. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysfunctional uterine bleeding, breast soreness. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: incontinence, anxiety, depression, fibromyalgia, headache, menorrhagia, pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Fup 5 and fup 6 processed together. On 24-feb-2020: plaintiff fact sheet received. No new information received. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), rheumatoid arthritis ('rheumatoid arthritis'), cardiac failure congestive ('congestive heart failure') and renal failure ('kidney failure') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), cardiac failure congestive (seriousness criterion medically significant), renal failure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dermatitis allergic ("allergy : rashes or skin conditions"), vaginal discharge ("vaginal discharge"), fibromyalgia ("fibromyalgia"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), tooth disorder ("dental probs."), migraine ("migraine"), headache ("headache"), visual impairment ("vision probs"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), pyrexia ("fever") and procedural complication ("ablation with complications") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, rheumatoid arthritis, cardiac failure congestive, renal failure, abdominal pain, dysmenorrhoea, dermatitis allergic, vaginal discharge, fibromyalgia, psychological trauma, bladder disorder, tooth disorder, migraine, headache, visual impairment, weight increased, nausea, fatigue, alopecia, pyrexia and procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cardiac failure congestive, dermatitis allergic, dysmenorrhoea, fatigue, fibromyalgia, headache, menorrhagia, migraine, nausea, pelvic pain, procedural complication, psychological trauma, pyrexia, renal failure, rheumatoid arthritis, tooth disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : new events - congestive heart failure, fever, headache, kidney failure, ablation with complications were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)'), rheumatoid arthritis ('rheumatoid arthritis'), cardiac failure congestive ('congestive heart failure'), renal failure ('kidney failure') and sepsis ('infection (other) describe: became septic') in an adult female patient who had essure (batch no. 946767) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included allergic rhinitis, reflux esophagitis, dysfunctional uterine bleeding and soreness breast. Concomitant products included alprazolam (xanax), celecoxib (celexa), ethinylestradiol;ferrous fumarate;norethisterone (generess fe) and zolpidem tartrate (ambien). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), cardiac failure congestive (seriousness criterion medically significant), renal failure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), pruritus ("rashes or skin conditions type: constant itching skin and scalp"), vaginal discharge ("vaginal discharge"), fibromyalgia ("fibromyalgia"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder probs."), gingival recession ("dental problems: receding gums"), migraine ("migraine"), headache ("headache"), vision blurred ("vision/eye problems type: blurred vision"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), pyrexia ("fever"), procedural complication ("ablation with complications"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), sepsis (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: anxiety"), incontinence ("bladder or urinary problems or changes: incontinence"), feeling abnormal ("neurological conditions or problems type: brain fog"), amnesia ("memory loss"), allergy to metals ("nickel allergy"), tooth fracture ("dental problems: broken tooth"), hypersensitivity ("allergic or hypersensitivity reaction"), arthralgia ("hips pain/knees pain/elbows pain") and pain in extremity ("hands pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, rheumatoid arthritis, cardiac failure congestive, renal failure, abdominal pain, dysmenorrhoea, pruritus, vaginal discharge, fibromyalgia, depression, bladder disorder, gingival recession, migraine, headache, vision blurred, weight increased, nausea, fatigue, alopecia, pyrexia, procedural complication, genital haemorrhage, vaginal haemorrhage, sepsis, anxiety, incontinence, allergy to metals, tooth fracture and hypersensitivity outcome was unknown and the feeling abnormal, amnesia, arthralgia and pain in extremity was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, bladder disorder, cardiac failure congestive, depression, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, gingival recession, headache, hormone level abnormal, hypersensitivity, incontinence, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, procedural complication, pruritus, pyrexia, renal failure, rheumatoid arthritis, sepsis, tooth fracture, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: received treatment for menorrhagia. Current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Lot number: 946767 concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysfunctional uterine bleeding, breast soreness. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: incontinence, anxiety, depression, fibromyalgia, headache, menorrhagia, pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: pfs and mr received. Reporter information, concomitant drugs, lot number, medical history added. Events: hormonal changes, abnormal bleeding (general), abnormal bleeding (vaginal), infection (other) describe: became septic, psychological or psychiatric problems condition: depression, bladder or urinary problems or changes: incontinence, neurological conditions or problems type: brain fog, nickel allergy, dental problems: receding gums, allergic or hypersensitivity reaction, hips pain/knees pain/elbows pain, hands pain added. Event psych injury updated to psychological or psychiatric problems condition: anxiety, allergy : rashes or skin conditions updated to rashes or skin conditions type: constant itching skin and scalp, vision probs updated to vision/eye problems type: blurred vision, dental probs. Updated to dental problems: broken tooth. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy : rashes or skin conditions"), fibromyalgia ("fibromyalgia"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), vaginal discharge ("vaginal discharge"), tooth disorder ("dental probs."), migraine ("migraine"), visual impairment ("vision probs"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rheumatoid arthritis, abdominal pain, dysmenorrhoea, menorrhagia, dermatitis allergic, fibromyalgia, psychological trauma, bladder disorder, vaginal discharge, tooth disorder, migraine, visual impairment, weight increased, nausea, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, dysmenorrhoea, fatigue, fibromyalgia, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rheumatoid arthritis, tooth disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Case upgraded to incident. Injury event was replaced. New events added: pelvic pain, abdominal pain, menorrhagia, rashes or skin conditions, rheumatoid arthritis, fibromyalgia, bladder probs, dental probs, vaginal discharge, migraine, vision probs, weight gain, fatigue, hair loss, psych injury, plaintiff did not undergo essure confirmation test. Reporter's information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.